Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. The reporter claimed the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the battery compartment was cracked on the side from the threads to the cover and below the bumper pad. There was no damage found to the returned battery cap. The pump history showed no evidence of short battery life. The battery voltages in the black box were within normal specifications. An external power supply was used to test the idle, sleep, rewind and load currents; all were found to be within specification. Unrelated to the initial allegation, the audio bolus button was damaged but still responsive.